Event description:
It was reported that the patient was explanted shortly after implant due to a nosocomial infection. The infection started at the neck site with pus coming from the incision site and spread to the generator site. Antibiotics were given however, the infection did not resolve. The surgeon threw all components away so they will not be returned. They believe that the infection was picked up due to the hospital and not due to any patient related problems. There was no suspected manipulation or trauma and the infection was not believed to be related to the presence of the device.

Event description:
An implant card was received from the hospital indicating the patient was re-implanted with a vns device on (B)(6) 2013. No other information has been provided.

Event description:
Additional information was received on (B)(6) 2012 indicating that cultures were performed however the physician couldn't remember the results. The physician's notes were then checked; however they only mentioned that the infection was nosocomial.additionally implanted product information was received and the device manufacturing records were reviewed. Sterilization of the lead and generator, prior to distribution, was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.